Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and identified 2 tubes with the fill line etched in the normal way and 2 tubes etched with the fill present but fainter than normal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after used with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the markings are difficult to see. This occurred on 1000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: the engraved line is not really good visible on the new citrate tube. On the old citrate tube it was much better.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after used with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the markings are difficult to see. This occurred on 1000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: the engraved line is not really good visible on the new citrate tube. On the old citrate tube it was much better.